Event description:
Tampon stuck... Went to pull it out and it only went in further [foreign body in reproductive tract]. I went to pull it out and it only went in further [complication of device removal]. Case narrative: consumer reported via phone that the tampon became stuck. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.